Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 500 mg/dl with moderate ketones. Customer¿s bg was treated intravenously with saline and insulin. The customer left the ER same day with the issue resolved. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical customer support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Additionally, the customer alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.